Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and irrigation blockage occurred. Although there was heparin serum in the catheter, blockage occurred. No reason for the blockage could be seen. The line was checked and no problem was seen. There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31292524l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and irrigation blockage occurred. Although there was heparin serum in the catheter, blockage occurred. No reason for the blockage could be seen. The line was checked and no problem was seen. There was no patient consequence. The customer¿s reported blockage was considered not reportable since an occlusion or no irrigation is highly detectable by the physician. The most likely consequence is an intraprocedural delay the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2024, additional information was received indicated that the specified problem occurred in the catheter. Although heparin serum was used, catheter blockage occurred. The product was used once, then the catheter came out and there was no problem at that time. Ablation was performed and mapping was requested to be performed with the pentaray nav again although the flow continued continuously, the blockage occurred. An attempt was made to flash with high speed from the pump. There were no problems with the pump. It was observed that the pentaray was blocked while trying to flash again. Based on the additional information received the event was reassessed as an MDR reportable malfunction since the irrigation issue was confirmed to have occurred during use in the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and irrigation blockage occurred. Although there was heparin serum in the catheter, blockage occurred. No reason for the blockage could be seen. The line was checked and no problem was seen. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #:(B)(4).